Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint database indicated there had been no similar single leaflet device attachments (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) incidents reported for this lot. The user also reported no issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, challenging patient anatomy was reported, which included a deviated interatrial septum and a serious coaptation defect on the a2p2 segment (p2 segment overrides on the a2 segment). Additionally, due to asymmetric tethering there was leaflet restriction of both leaflets. It was further reported that there was difficulty with visualization of the clip due to deterioration/obstruction in echogenicity. The physician confirmed that this was not related to the device and can occur in some cases due to secretion, resistance of tissue, or acoustic impedance. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient and procedural conditions; the reported challenging patient anatomy, in addition to the poor visualization during the procedure, likely contributed to the reported difficulty grasping the leaflets. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed for single leaflet device attachment of the third clip (10344035/11) implanted which has potential for injury. It was reported that the mitraclip steerable guide catheter (sgc) and clip delivery system (cds) were prepared according to the instructions for use. This patient with functional mitral regurgitation (mr) due to peripartum cardiomyopathy also had a deviated interatrial septum and asymmetric tethering of both leaflets, which made this a challenging case due to the anatomy. The devices were positioned well in the left atrium. After unsuccessful grasping attempts on the main jet on the centro-lateral segment of the valve, the first clip was positioned and deployed on the medial side to eliminate the smaller jet. The second clip was positioned and deployed next to the first clip to achieve a more stable coaptation of the valve, but the echogenicity deteriorated and it was difficult to get good images. There was difficulty visualizing all of the clips during the procedure; however, the mitraclip device was not the cause of the deterioration in echogenicity and the physicians reported that this happens in some cases because of secretions, tissue resistance, or acoustic impedance. After two grasps, the third clip (10344035/11) grasped the a1p1 scallop with a good reduction in mr grade from 3-4 to 1-2. After the third clip was deployed, it detached from the anterior leaflet.

Manufacturer narrative:
(B)(4). Event description continued: leaflet assessment had been confirmed on the third clip and grasping assessment steps had been applied. There were no issues noted with performing leaflet assessment with the third clip and no issues were encountered with clip implantation. There was no contact between the first two clips implanted and the third clip that was to be implanted as they were far away from each other. A fourth clip was inserted and became entangled in chordae and was deployed on the anterior leaflet. The mr was reduced from 4 to 3-4 with the first two implanted clips. The patient was extubated and awakened from the anesthesia without complication. The physicians reported that there were no adverse patient effects. There was no evidence of chordal rupture. There was no additional information provided. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The fourth mitraclip referenced is being filed under a separate MFR #.